Manufacturer narrative:
1038671-2024-02824 multiple MDR reports were filed for this event, please see associated report: 1038671-2024-02824. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 161 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h6, h11. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Reason for revision: femoral knee debonding/loosening and acute pain of left knee. This is 1 of 3 reports for this event.